Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v646607, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was in the recovery phase of treatment.

Event description:
It was reported that the patient had an infection in the pocket. Perioperative antibiotics were administered. The onset/diagnosis of the infection was approximately (B)(6) 2015. The patient did not have meningitis. Signs and symptoms of the infection included pus and redness. The primary location of the infection was the chest pocket. It was unknown if a culture was done. Treatment included intravenous antibiotics and explant. The patient was still under treatment. A new battery was not implanted. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.